Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated that they were getting low flow in an arctic sun device and changed the thigh pads out, and they were no longer need support and quick to get off the phone, but they were able to confirm flow rate (fr) was now 3lpm and instruct to hold pads for investigation before they hung up.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: a, d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the caller stated that they were getting low flow in an arctic sun device and changed the thigh pads out, and they were no longer need support and quick to get off the phone, but they were able to confirm flow rate (fr) was now 3lpm and instruct to hold pads for investigation before they hung up. Per follow up information received via email on (B)(6) 2023, it was reported that the patient was a 52-year-old female that weighed 150 lbs. Therapy was completed without any impacts. They resolved the issue by turning the device on and off and changing the pads and not sure if the device was sent to biomed, but they provided contact information. No additional information is available. No further follow up attempts required.